Manufacturer narrative:
Patient weight is unavailable from the facility.

Event description:
It was reported that during a lead extraction procedure to remove a non-functional cardiac lead in the right atrium, an injury occurred. Reportedly, the lead was prepped with a cook liberator device and extraction began with the 14f glidelight laser sheath. The physician actively used the laser in the subclavian area as well as on the superior vena cava (svc) coil. As the device entered the right atrium and the lead started to free up, the blood pressure dropped. The bridge occlusion balloon was then placed and deployed in preparation for surgical intervention. Holes measuring about 1cm were identified to the svc/ra junction as well as the svc/innominate junction. The tears were repaired, but it was later noted that the svc was occluded. The physician attempted to open the svc, but was unsuccessful. The patient did not survive.